Event description:
This device was returned to baxter technical services for eval because it switched off after the upgrade. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp representative. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of pump switched off after upgrade was confirmed. Inspection of the pump revealed the main batteries were very low or depleted and caused the unintended shutdown. The main batteries were replaced in the pump and tested to correct this condition.